Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft twist could not be confirmed as no images could be provided by the account due to privacy laws and the device remains in use. A specific cause for the outflow graft distortion could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that pump flow was restored following the untwisting of the graft during the revision surgery. The account reported that between (B)(6) 2021 and (B)(6) 2021, log files for the patient were frequently analyzed and showed a progressive reduction in flow over time. Between (B)(6) 2021 and (B)(6) 2021, a computed tomography (CT) scan, electrocardiogram (ECG), and transthoracic echocardiogram (tte) were performed. The first CT scan did not show clear evidence of an outflow graft obstruction or inflow blockage. The ECG was done to rule out rhythmical root cause and no abnormalities were detected through the tte. On (B)(6) 2021, a ramp speed test was performed with no improvement in flow or left ventricular (lv) unloading despite an increased speed. The aortic valve was also noted to open at a higher speed. On (B)(6) 2021, a new CT scan was done which captured the suspected outflow graft obstruction. At that time, flow was even more reduced and several low flow alarms were observed. The submitted controller event log files collectively contained data from 3:31:16 through 19:14:53 on (B)(6) 2021, 1:35:43 through 2:12:07 on (B)(6) 2021, and 10:36:05 through 22:21:22 on (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured throughout the data, when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.3-2.4 lpm. These faults resulted in a total of 32 low flow hazard alarms between (B)(6) 2021 and (B)(6) 2021, with the longest lasting up to 1.5 minutes in duration. The remaining faults did not last long enough to activate audible hazard alarms. At 14:15:57 on (B)(6) 2021, an increase in estimated flow to 6.2 lpm was observed. Estimated flow continued to range from 3.5-6.2 lpm throughout the remaining data. Despite the observed events, the pump appeared to function as intended at the set speed. The submitted controller periodic log file collectively contained data from 0:13:52 on (B)(6) 2021 through 5:26:06 on (B)(6) 2021, per the timestamps. The data captured a downward trend in estimated flow beginning on (B)(6) 2021. Low flow fault flags were captured on (B)(6) 2021 which resulted in one low flow hazard alarm. At 14:26:11 on (B)(6) 2021, an increase in the estimated flow to 5.4 lpm was observed. Estimated flow continued to range from 4.9-5.9 lpm throughout the remaining data. Despite the observed events, the pump appeared to function as intended at the set speed. The account also reported that on (B)(6) 2021, the patient underwent a revision procedure to surgically correct the suspected outflow graft obstruction. During the surgery, new tissue was seen between the remaining, shortened bend relief and the outflow graft. Furthermore, an outflow graft twist was also found. Tissue was removed and the outflow graft was untwisted. The outflow graft clip was also attached to the pump. Following the procedure, pump parameters returned to a normal range and the patient was reportedly doing well and in stable condition on a regular ward floor. The hm3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. In reference to pump flow, the IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the current revision of hm3 lvas IFU was released following the implementation of CAPA 114896 and is currently available. Section 5, ¿surgical procedures¿, includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's (B)(6) 2021 outflow graft issue is being reported under MFR# 2916596-2021-05226. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that starting on (B)(6) 2021 log files for the patient showed progressive reduction in flow. The patient was also seeing recurrent low flow alarms because of the reduction in flow. The patient's first computed tomography (CT) scan did not show clear evidence of an outflow graft obstruction or of an inflow cannula blockade. An electrocardiogram was done to rule out a rhythmical cause, and with a transthoracic echocardiogram (tte) no abnormality was detected. A ramp speed test was performed on (B)(6) 2021 and there was no improvement of flow or left ventricular unloading, even at an increased speed. The aortic valve also opened at a higher speed. Another CT scan was done on (B)(6) 2021 and an outflow graft obstruction/twist was suspected at that time due to the even further reduced flow. Several low flow alarms had also occurred at that time. The patient had an outflow graft revision surgery on (B)(6) 2021. It was noted that during a previous outflow graft revision for stenosis in (B)(6) 2021 the bend relief had been shortened and an outflow graft clip was not used. During the (B)(6) 2021 procedure new tissue was seen between the remaining bend relief and outflow graft. There was also an outflow graft twist. The tissue was removed and the outflow graft was untwisted. An outflow graft clip was attached to the pump. After the revision the patient's pump parameters were within normal limits and the patient was doing well in the regular hospital ward.